Manufacturer narrative:
All buttons were functioning properly, however, corroded keypad traces were found. There was no button error alarm during testing. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked on the display window, and a severely scratched display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 80 mg/dl. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.